Event description:
It was reported that upon review of stored episodes, there appeared to be t-wave oversensing (twos) noted on non-sustained ventricular tachycardia episodes. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.